Manufacturer narrative:
Physio-control further evaluated the device and observed that the lid reed switch would not allow the device to power on. If a patient connection was made within 17 seconds after pressing the on/off button, the device would power on and function properly. Physio-control further evaluated the lid reed switch and observed that it would remain shorted after the lid was lifted. With the lid reed switch remaining shorted, the device performed as if the lid had not been opened, and would not power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had no sound when it was powered on. During device evaluation, physio-control observed that the red leds on the device briefly illuminated when the device was powered on, but then the device powered off immediately; showing an ok indicator in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.